Event description:
The customer alleged that the cystosope's adhesive was breaking down and the paint was peeling. The customer discovered that a former healthcare worker took it upon herself to determine what can and cannot go in the sterrad unit. The customer stated that almost everything they are processing in the sterrad nx is not compatible. No injuries were reported from the event.

Manufacturer narrative:
Conclusion code: other - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.